Event description:
During a routine hemodialysis treatment, the cycler displayed system alarms. The operator was not able to recover from the system alarms. The blood in the cartridge circuit remained stationary for several minutes while the operator attempted to troubleshoot the alarms. The blood in the cartridge circuit was determined to be clotted, which resulted in a 210cc blood loss. No medical intervention was required.